Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding, and the procedure was aborted. The physician was able to complete the 1st nodule biopsy without concern, but during the 2nd nodule (right middle lobe) biopsy, the physician noticed blood in the endotracheal tube and was unable to complete the biopsy workflow or (post-ion procedure) endobronchial ultrasound (ebus). The physician went back in with a regular scope and observed right middle lobe lateral segment exsanguinating blood. The bleeding was blocked with a balloon for a course of 10 minutes. The patient lost approximately 500cc of blood. A chest tube was not required, and no beta blockers were administered. The patient remained intubated and was sent to the intensive care unit (ICU). The patient was reported to be in stable condition. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.